Event description:
Implant broke during the surgery. There was no adverse consequence reported.

Manufacturer narrative:
Technical analysis conducted to conclude shape memory effect conform to memometal specification. Historical data analysis identified this was a single case. Those elements permit to conclude implant probably broke due to the surgical technique of the surgeon. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies / (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by (B)(4).